Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was broken in the warehouse and not at the hospital. It was not part of any surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the following sections were corrected: the complaint sample was evaluated and the reported event was confirmed through visual inspection. Inspection of the returned device determined that it exhibits signs of repeated use (nicked/gouged) and the dovetail feature is compressed. Additionally the medial side of the post is fractured, but all pieces were returned for evaluation. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(4) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.